Event description:
Gastric bypass. Slc55b dlu was fired and pc read "firing incomplete knife blade may be exposed." Slc55b dlu was removed and staple line was checked for leaks. Staple line was oversewn by surgeon.